Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy rash under the sensing electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported he will be ending use and his physician is aware. Patient reported using a benadryl spray and rash has improved. It is not clear if the physician recommended the benadryl spray. Reporting out of abundance of caution.